Manufacturer narrative:
Results: embolism-device. Severely tortuous with dense calcification. Conclusions: severely tortuous, with dense calcification. Secondary intervention.

Event description:
An unknown size endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a diagonal lesion. Lesion morphology was reported to be severely tortuous with dense calcification. The lesion was pre-dilated. It was reported that the physician experienced resistance while inserting the balloon to pre-dilate the lesion. The endeavor sprint was inserted and there was difficulty reaching the diagonal while pushing the stent delivery system, the stent dislodged from the balloon. An endeavor sprint was used to crush the un-deployed stent against the vessel wall. A driver stent was implanted in the ostial left main. The patient's condition is fine.